Event description:
Related manufacture reference number: 2017865-2023-22661 it was reported that the patient presented prior to generator exchange. It was noted that that left ventricular lead exhibited failure to capture due to dislodgement. Interrogation in clinic noted that the right ventricular lead exhibited low defibrillation impedance. The left ventricular lead was capped and replaced on (B)(6) 2023. Programming changes were performed for the right ventricular lead. The patient was in stable condition.

Manufacturer narrative:
Correction: the impedance issue was reported initially on the incorrect product on (B)(6) 2023 in this report [2017865-2023-19893], that was rv lead issue.

Event description:
It was reported that the patient presented prior to generator exchange. It was noted that left ventricular lead exhibited failure to capture due to dislodgement. Interrogation in clinic noted that the left ventricular also exhibited low defibrillation impedance. The reported lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.